Event description:
It was reported that this electrode was explanted and replaced due to other/unknown product experience after being implanted for one week. Additional information was requested from the field representative. No additional adverse patient effects were reported.